Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was in the range of 300-550 mg/dl. The customer changed supplies and resumed insulin therapy. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.